Event description:
It was reported that pinhole rupture occurred. The 75% target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.0 x 40, 40 cm mustang balloon catheter was advanced for dilation. However, during 1st inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6-40/5.3/75 mustang balloon catheter. No patient complications reported and the patient's status was stable.